Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration and high impedance. A lead fracture was causing the high impedance on the lead. It was also noted that the patient underwent a cervical surgery due to unknown reason and maybe the reason of the malfunction. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were not returned due to facility policy.

Manufacturer narrative:
Exact date unknown, event occurred few weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5096162.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration and high impedance. A lead fracture was causing the high impedance on the lead. It was also noted that the patient underwent a cervical surgery due to unknown reason and maybe the reason of the malfunction.